Event description:
It was reported that during a da vinci-assisted surgical procedure, the burnt plastic part could not be removed from the maryland bipolar forceps instrument, causing a spark inside the abdominal cavity. There was no reported injury at the time of the investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no photographic images of the device or a video recording of the procedure available for isi review. The instrument was available for return to isi for evaluation.